Manufacturer narrative:
(B)(4). 3004753838-2025-223165 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Complaint is not reportable per (B)(4).

Event description:
Alert/notification settings.

Manufacturer narrative:
(B)(4).